Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that bd 20ml syringe lot 5181420, ir spectrum demonstrated a 79.2 match to silicone lubricant and, when compared to the broader ftir library, a 93.7 match to silastic q7 4550, a peroxide cured medical grade silicone elastomer consistent with stopper construction. Rcc received a complaint via email. Dmr # (B)(4) po #: (B)(4) defect material description: syringe tray, 20ml bd 10pk (ref. 305617) lot number: 5181420 item code: 305617 defective quantities: 1 defect description: bd 20ml syringe lot 5181420, ir spectrum demonstrated a 79.2 match to silicone lubricant and, when compared to the broader ftir library, a 93.7 match to silastic q7 4550, a peroxide cured medical grade silicone elastomer consistent with stopper construction. No units are available to be returned. Observed date: (B)(6) 2026 observed during which process stage: ilp ir/ dmi number if launched: dev-04209 sample availability for supplier to investigate: no is defective evidence (i.e. Pictures; test results etc.) Available? Yes, is patient impacted? No if defect has been reported to third party? No if the defect report from quva customer? No is there a trend observed? No".

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photos. Analysis of the sample showed that at magnification, a particle can be seen. One photo at 75x and the other photo shows the particle at 300x. However, bd cannot confirm the cause of the failure since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.